Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
An electronic mail was received informing the passing of the customer. No further information is available regarding the death of the customer. Several attempts have been made to contact the spouse of the customer via telephone. Voicemails were left. A callback request letter was also sent. On (B)(6) 2015, the customer had called and stated that his insulin pump would not prime and there was a motor error visible on the screen of the insulin pump. The customer's blood glucose was 400 mg/dl. The customer was not using the sensor feature on the insulin pump. The device was not exposed to a strong magnetic field. Troubleshooting was done and the device was unable to complete the rewind sequence. The customer also stated that he was sleeping and had a no delivery alarm. Troubleshooting was not performed since the insulin pump was being replaced due to motor error alarm. The customer was advised that the insulin pump needed to be replaced.